Event description:
Reporter noted error message in middle of case. Tried to clear occlusion in tubing with syringe, and fluid was noticed in receiver mechanism area. Found a piece of tubing had been disconnected. Changed cassette, cycled power, but error would not clear. Doctor completed case manually. Pt has some epithelial damage and increased cells in anterior chamber, with possible endophthalmitis.

Manufacturer narrative:
A company service rep checked system, replaced receiver mechanism pcb and latch seal; verified cpc connectors. System tested to specs. Evaluation results and root cause analysis are pending. Current pt status is unknown. Surgeon refused to provide any patient information on questionnaire due to hipaa.